Manufacturer narrative:
Product ID 3889-28, lot# va0295s, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to adjust the stimulation from their implantable neurostimulator (ins) nor were they able to feel it. A ¿call your doctor¿ icon with a power-on-reset (por) message was observed on the programmer unit. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.